Event description:
During a remote follow-up, high pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.